Event description:
It was reported that during a vena cava filter placement procedure, it was found that the dilator allegedly could not be retrieved. It was further reported that the head of the dilator allegedly broke off. Furthermore, the filter allegedly cannot be released in the patient's body. Reportedly, the filter was removed entirely from the patient's body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Seven electronic photo was provided and reviewed. The first photo shows label of the device and remaining photo shows the pusher rod bend and was sheath tubing was detached. Therefore, based on the photo review the reported detachment can be conformed as the sheath tubing was detached. The reported position failure and difficult to remove was kept inconclusive as no objective evidence was provided. Also, the investigation is confirmed for the identified material deformation as the pusher rod bend was noted. A definitive root cause for the detachment of device or device component, positioning failure difficult to remove and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, it was found that the dilator allegedly could not be retrieved. It was further reported that the head of the dilator allegedly broke off. Furthermore, the filter allegedly cannot be released in the patient's body. Reportedly, the filter was removed entirely from the patient's body. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a filter placement procedure, the filter was allegedly not release. It was further reported that the head of the dilator was allegedly could not be retrieved and it was broken off. Reportedly, the filter was removed entirely. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Seven electronic photo was provided and reviewed. The first photo shows the product labeling with the information matching the reported details in track wise. Photos second and third show the various filter sheath and dilator components in a clear bag. Blood can be seen to the device. The sheath can be seen to be detached, with only a small segment of the sheath material appearing distally from the hub. What appears to be the detached portion of the sheath is present in the bag as well. The pusher rod can be seen included in the bag, and a bend is seen to the pusher rod. Fourth photo shows the detached sheath with the dilator; filter storage tube loaded onto the touhy borst adapter and pusher catheter, and deployed filter with eleven arms visible. Fifth photo shows the detached sheath, with dilator and pusher catheter partially visible. Sixth photo shows the sheath, dilator and pusher catheter partially visible. Seventh photo shows the filter storage tube loaded onto the touhy borst adapter, a pusher catheter and a filter with eleven arms visible. Therefore, based on the photo review, the reported detachment can be confirmed as the sheath was observed to be detached in the image. Additionally, filter was identified to have eleven limbs instead of twelve. The investigation is also identified and confirmed for the material deformation as the pusher rod was noted to be bent. The investigation remains inconclusive for the reported deployment and removal issues, as no objective evidence was provided to confirm the issues. A definitive root cause for the reported detachment, positioning failure, difficult to remove and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (component) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.